Manufacturer narrative:
On 13-april-2019, the sample syringe assembly, sample probe assembly and pressure sensor were replaced, but did not resolve the issue. On 30-april-2019, the photo multiplier tube was replaced and the false bottom tube definitions on the control unit were deleted. The problem now seems to be resolved at the customer site. It was determined that the black color of the electrodes does not influence the instrument performance. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
On 10-feb-2019, a field service engineer performed periodic maintenance and replaced the measuring cells of the cobas 8000 e 801 module. After this, the blank cell calibration failed, so he performed a high voltage adjustment of the photomultiplier tube. The blank cell calibration then passed. Approximately one month later, the customer complained of repeatability issues with the e 801 system. When checking the measuring cell, the engineer noticed that the white part of the reference electrodes turned black. The measuring cells were replaced again and the photomultiplier tube high voltage was adjusted back to the original value. The blank cell calibration failed and he had to adjust the photomultiplier tube high voltage. After this second adjustment, the blank cell calibration passed. On (B)(6) 2019, the customer stated that they received questionable results for one patient sample tested for multiple parameters. Of the mentioned parameters, only the results for elecsys afp assay were a reportable malfunction. This sample initially resulted with a value of < 0.908 ng/ml accompanied by a data flag. The primary tube of the sample was repeated on (B)(6) 2019, resulting with an afp value of 1.52 ng/ml. No adverse events were alleged to have occurred with the patient. The afp reagent lot number was 359102. The reagent expiration date was asked for, but not provided. Calibration and control data seemed to be good. The engineer checked the electrodes and they were black again. He performed an instrument check and it failed. He checked probe and mixer adjustments and noticed that the adjustment over the wash stations noticeably changed. He re-adjusted these. He noted that flow cleaning maintenance had not been done on the analyzer since 09-feb-2019, so he performed two cycles of this maintenance. The instrument check then passed. On 05-apr-2019, there were precision issues with the analyzer. The engineer saw that some tubing was contaminated. He performed a decontamination of the instrument and a system reagent syringe. The reference electrodes turned to white after the decontamination. The measuring cells were again replaced. A photomultiplier tube for one channel was also replaced. The photomultiplier tube voltages were adjusted back to the original value, the blank cell calibration failed, then the voltage was re-adjusted. Blank cell calibration then passed. The analyzer precision issue persisted. The precision issue happens, then returns to normal without any intervention.